Event description:
This is report 2 of 3. It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient required hospitalization. The patient was treated with unknown intraperitoneal (ip) antibiotics. The cause and outcome were not reported. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd895961 and gd896290 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).